Event description:
Glucose. It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Here was no adverse impact the customer¿s blood glucose.